Event description:
New information received notes the atrial lead had low pacing impedance. No changes were reported. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise due to an external factor. No changes were reported. The patient was stable.